Event description:
Approximately eight years after implant, abnormal, high impedance values were reported. Subsequently, an hvb coil (high voltage electrode that is attached to the right ventricle) fracture was confirmed. Consequently, a decision was made to explant the lead from the (B) (4) pregnant patient, which was replaced with a competitor's device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The defib impedance measurement was in the 30 - 40 ohm range until the last three days of the record ending (B) (6) 2010 when, in order, the values were 66, 200, and 15576 ohms. The svc impedance measurement was in the 40 - 70 ohm range until the last three days of the record ending (B) (6) 2010 when, in order, the values were 90, 12192, and 15576 ohms.